Event description:
It was stated the pt had their device repositioned and sutured in (B)(6) 2009 due to weight loss. On (B)(6) 2010, it was reported the pt suspected their device may be flipped. It was also stated that the pt needed an MRI due to issues with an unrelated condition. No pt symptoms were reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).